Manufacturer narrative:
When customer technical support (cts) contacted the customer via telephone, the customer informed cts that the customer had replaced the na (sodium) reference electrode which resolved the issue. Service did not go onsite to evaluate the instrument.

Event description:
The customer reported that the unicel dxc 600i synchron access clinical system generated a false high na (sodium) result of 169 mmol/l for one patient sample. The sample was rerun on a unicel dxc 600 pro synchron system with a na result of 141 mmol/l. The sample was then run on a blood gas analyzer with a result of 141 mmol/l. The erroneous result was not reported out of the lab, patient treatment was not affected. The customer only questioned and repeated the na result. There is no evidence that any other results were erroneous. Quality control was within lab-established ranges prior to the event.